Event description:
Within the 4 years I've had these silicone implants my hair has thinned and fallen out. I get debilitating migraines. I have symptoms of autoimmune disorders but have tested negative, have stomach issues, bruise easily, always tired no matter what, night sweats, rashes, fatigued all the time no matter what.